Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor failure could not be duplicated but the customer insisted that it was a problem. The monitor and the x-ray on indicator lamp were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 7700 had a problem with the monitor's vertical hold. It was also reported that the x-ray on indicator lamp was out. There was no adverse patient involvement reported. There was no patient information reported.